Event description:
During use of a gyrus acmi (B)(4) halo pks cutting forceps, after approx. 5 minutes of use, the handle could no longer lock in place, nor treat tissue. Replaced with "like" device with the same lot# which functioned without issue. Dates of use: (B)(6) 2015. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction: yes.